Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated stretching and damage at implant. (B)(4).

Event description:
It was reported that interference and noise were observed on the attempted implantable pacing lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.